Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited episodes of over-sensed noise and post paced t-wave over-sensing. The ICD and rv lead were reprogrammed. The patient was in stable condition.